Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 5.1 did not open. A field service engineer powered off the station and reseated the row board cable connection to the drawer controller, as well as the retractor band connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary it was determined that the drawer had failed to open. This malfunction cause delay in patientcare. There were no adverse events or injuries reported based on this event.